Event description:
As reported by the user facility: when opening the product noticed there is a dark/black ring on the inside of the dispensing spike. When we tried to rub on it with a paper clip it came off. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) unused samples in original packaging were returned for evaluation. The samples were subjected to a visual examination, no defect for foreign matter is detected on the dispensing pin. Based on the results of the sample evaluation, the product met internal specifications. The reported defect was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.